Event description:
The physician reported that during the implant procedure, the lead was too long for the patient's anatomy. The lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. There were no anomalies found. There was blood in/on the helix/lobe mechanism.